Manufacturer narrative:
The device was received for recertification. When the device was powered on it alarmed system error 21503. The case halves were opened and it was identified that the port for the plunger driver was disconnected from the board on the mechanism. The mechanism, flange assembly and gasket perimeter require replacement to address this issue. A device history review revealed no issues that could have caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the device alarmed system error 21503 (occlusion sensor railed failure). No additional information is available.